Event description:
It was reported that the device was used during a right colectomy procedure. On the 1st firing everything went fine. On 2nd firing of the device, the staple line looked great, staples were formed as intended and no issues were noted. The surgeon was preparing to perform the anastomosis and noticed that it appeared the tissue had pulled away from the staple line. The bowel contents were spilled into the pelvic cavity. The surgeon repaired the staple line. The device was used again for the third firing and everything worked as intended. The patient had a barium bowel preparation so barium was part of the contents that spilled into the pelvic cavity. The surgeon states the staples were formed and it appeared the tissue had pulled away from the staple line. The patient was put on antibiotics for a week and the patient did not have an infection. On (B)(6) the patient was brought back into the or for a possible small bowel obstruction. When the surgeon got inside the abdomen she found an internal hernia as well as adhesion formation. The surgeon repaired the hernia, took down the adhesions and case was completed without incident. The 2nd procedure is not related to the first surgery. The surgeon comment that she felt the adhesions were made worse by the prior surgery and barium spilling into the pelvic cavity.

Manufacturer narrative:
(B)(4). Additional information: what were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? Unknown. What was the quality and/or thickness of the tissue in the area where the device was fired? Regular as the other two firings were fine. Has the patient undergone any treatments prior to the procedure that would have impacted tissue quality/thickness? Unknown. Why was the procedure being performed? Unknown. How did the barium and bowel spillage cause adhesions to worsen? Per the surgeon, she felt that the adhesions from the small bowel obstruction (caused by an internal hernia) were made worse by the spillage of barium/bowel contents from the right colectomy. Surgeon felt that there were more adhesions because of the barium/bowel spillage. Please confirm, the second procedure to repair the hernia and take down the adhesions was not related to the first surgery? Is this correct? Yes, your are correct. The 2nd procedure was not related to the first procedure. How is the patient? The patient is doing fine.